Manufacturer narrative:
Due to character limitations in e1 (initial reporter) - (B)(6). Updated fields - b4, e1(initial reporter and event site email), e3(occupation), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were able to calibrate the touchscreen. Follow up testing showed no abnormal activity of the touchscreen or the unit. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the touch screen of cardiosave intra-aortic balloon pump (iabp) was not working properly. There was no patient involvement.